Manufacturer narrative:
Based on the claim against the product by the customer noting cautery failure of the mbf, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to have conductor wire insulation damage. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. The complaint regarding loss of cautery was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) instrument had cautery failure. The procedure was completed with a backup mbf. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The instrument did not collide with any other instrument or tool during the procedure. There was no patient injury.